Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed de novo lesion in the left anterior descending (lad) artery. Pre-dilatation was performed using a 2.75x15mm nc balloon and a non-abbott stent was implanted at the target lesion. Post-dilatation was completed with an unspecified device, after which a perforation was noticed. A 2.8x19mm graftmaster rx covered stent was advanced to the perforation without issue; however, the graftmaster balloon would not inflate to deploy the stent. The device was removed, and a different size graftmaster was implanted to seal the perforation. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failures and inflation problem were confirmed. A pin sized and rounded tear were noted on the outer member. The inner/outer member were noted to be wrinkled and bunched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, it is likely the device interacted with the moderately calcified, moderately tortuous, 90% stenosed vessel during advancement, causing the noted wrinkled and bunched inner/outer member, in addition to a tear causing a leak in the outer member, ultimately contributing to the reported inflation issue and activation failure including expansion failure. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.